Event description:
Hcp reports the pt presented in 2004 with symptoms of an overdose including change in mental status, decrease in mentation, and a decrease in respiratory rate. The pt was given "narcan x1" and then the physician called the MFR's technical department to get instructions to shut off the pump. The pt is reported to have recovered without sequela.